Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical study that approximately one year. Eleven months, and ten days later the subject underwent a re-intervention for target lesion re-stenosis on the cephalic vein of the left arm, the target lesion was treated on the cephalic vein arch region with initial stenosis% of 80% and final residual stenosis of 0%. It was further reported that the subject underwent re-intervention for target lesion re-stenosis and prolonged bleeding. The target lesion was treated on the cephalic vein arch region with initial stenosis% of 80.1% and final residual stenosis of 20%. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the products of this lot were found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the investigation of a potential relation between stent placement and the restenosis of the target lesion is closed with inconclusive result. There is no evidence to suggest that either the prolonged bleeding or the arm pain was related to the implanted stent. There was no reported specific deficiency of the placed stent; a root cause for the alleged restenosis could not be determined. Labeling review: relevant labeling applicable for this product was reviewed; it was found that the IFU sufficiently address the potential risk associated with the use of the covera vascular covered stent. Based on the IFU complications and adverse events may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow and restenosis of the target vessel. A4, b5, g3, h6 (e: patient, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical study ((B)(4)) that approximately one year eleven months, and ten days later the subject underwent a re-intervention for target lesion re-stenosis on the cephalic vein of the left arm, the target lesion was treated on the cephalic vein arch region with initial stenosis% of 80% and final residual stenosis of 0%. It was further reported that the subject underwent re-intervention for target lesion re-stenosis and prolonged bleeding. The target lesion was treated on the cephalic vein arch region with initial stenosis% of 80.1% and final residual stenosis of 20%. Furthermore, approximately two years and five months post index procedure, the subject had an adverse event of left arm pain. Reportedly, the clinical events committee assessed and confirmed as being possibly related to the study device. The current status of the patient was unknown.